Manufacturer narrative:
Formatted history file analysis confirmed pump error due to software error. Unit received with minor scratched lcd window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed an unexplained pump error. The customer's blood glucose reading was unknown at the time of incident. Customer was advised that the device would be replaced and to return the product for analysis. No further details given.